Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. Pump received with scratched lcd window. Device received cracked case display window corner. Pump received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having high blood glucose. The blood glucose at the time of the incident was 580 mg/dl. During troubleshooting customer was advised to disconnect and run manual prime and no insulin exited. Customer stated insulin pump alarmed motor error alarm and was unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.